Event description:
The patient reported that he wasn't feeling well and went in where he was told that the device "was set too low." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and no anomalies were found.